Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 (mg/dl). Customer administered a correction bolus and reported that their bg levels were decreasing. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed every 3 days. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they will continue to monitor bg levels.